Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had significant pain at the ipg site. The patient had previously been using the device with effective pain relief, but ultimately had the device explanted. There have been no reports of further complications regarding this event.